Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable pacemaker exhibited a lead safety switch due to high out of range right atrial (ra) lead impedance measurements. Patient isometrics and pocket manipulation was performed and no noise or impedance changes were observed. The device was reprogrammed and the patient would be closely monitored. No adverse patient effects were reported. The device remains in service.